Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient.it was reported that rep wants the controller replaced because therapy is turning off by itself. Patient said she would notice pain and she would check with controller and noticed that therapy was turned off, patient would then turn therapy back on. Patient said she didn't have to recharge to turn therapy back on. Patient said the issue started since rep reprogrammed her last friday. Prior to reprogramming last friday, patient said sometimes she would get overstimulated and she would have to turn therapy off.